Event description:
The connection right after the vamp at the stopcock came loose when the patient was connected to the set. It didn't crack; it only seems like the welding is unstable.

Manufacturer narrative:
Device has not been received for eval at this time.